Event description:
It was reported that this lead was capped due to low pacing impedances and oversensing. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available trend curves showed a pacing impedance around 400 ohms between (B)(6) 2017. The provided iegms confirmed the presence of noise on the rv- as well as on the ff-channel as mentioned in the complaint description. Furthermore the available x-ray images showed the lead under complaint in the implanted state with significant slack in the intracardiac area. No further peculiarities were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.